Event description:
User reports an issue with discrepant phosphorus results. Three examples provided. Sample 1, initial result of 6.7 mg/dl, repeated at 2.2 mg/dl twice. Sample 2, initial result of 8.3 mg/dl, repeated at 3.6 mg/dl twice. Sample 3, initial result of 6.7 mg/dl, repeated 3.6 mg/dl, 3.2 mg/dl and 3.3 mg/dl. Discrepant results were reported, no adverse events reported. The field service representative determined r2 probe was stuck in the partial up position and was not being rinsed properly. The r2 probe was reseated. Performance tests were performed and within specification.